Manufacturer narrative:
The referenced patient expiration was reported under medwatch MFR report # 2916596-2015-01748. A full evaluation of the device could not be conducted as the device remained in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had complications of gastrointestinal bleeding (gi) on (B)(6) /2015. A pedunculated mass with large adherent clot was visualized. Irrigating and resecting any adherent clot was not possible given the distal location in the jejunum. An endoclip was placed at the proximal margin of the lesion. The patient was transfused with seven units of packed red blood cells. The patient underwent endoscopy. The bleeding resolved on (B)(6) 2015. The patient ultimately expired on (B)(6) 2015 due to an unrelated issue.